Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, when the physician was loading the coil into the microcatheter using a y-adaptor, the physician got distracted and accidently advanced the coil before the coil sheath was seated in the microcatheter hub. This caused the coil to deploy inside the hub of the microcatheter causing it to detach from the pusher. The coil was completely removed from the microcatheter's hub and a new coil was used to complete the procedure. There was no reported adverse effect on the patient.